Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was prompting an unspecified error message. The medical surveillance specialist (mss) spoke with the patient on february 25, 2009 and obtained the following information. The patient reported that the alleged error message began to appear approximately 2-3 weeks prior to contacting lfs. The patient stated that she does not take any medication to manage her diabetes and therefore, did not make any changes to her diabetes management as a result of the issue. On the early afternoon of the day prior to original date, the patient reported that she did not feel well (specific symptoms not recalled). When she attempted to test with the subject meter at the onset of symptoms, the patient claimed that she continued to get the error message. The patient claimed that her symptoms became progressively worse to the point that she began to feel dizzy and shaky. The patient stated she then tested with her relative's meter (brand unknown), obtained a reading of "58 mg/dl", and treated herself with food and drink. At the time of troubleshooting, the customer service representative confirmed there was no known trauma to the subject meter. The issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.